Manufacturer narrative:
(B)(4). Concomitant medical device: gender solutions male (gsm) femoral component nonporous size 3, right catalog # 00541001602, lot # unknown; modular cemented tibial baseplate size 3, right for cemented use only catalog # 642001230, lot # unknown; all poly patella size 2 10 mm thickness catalog # 00542001002, lot # unknown; universal disposable drill and pin set 3 in pins(4), 5 in pin(1), 5 in drill(1) catalog # 200100000 lot # unknown. Product will not be returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date and subsequently was scheduled for revision on an unknown date. Attempts have been made and additional information is unavailable at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.